Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the first device attempted in the lcfa was successfully flushed during prep; however, it did not have bleed back from the marker lumen when in the patient. Two sutures were successfully pre-placed and the sheath was upsized to 12f sheath. Two devices were attempted to be pre-placed in the rcfa; however, both had no suture present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the lcfa and rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.